Event description:
It was reported that the patient had an 'infection related to the procedure'. Six weeks post implant, the patient presented to the emergency room after developing symptoms of muscle aches, chills, shortness of breath, headache, fatigue, and nausea. It was determined that the patient had developed sepsis, and was suspected to be in septic shock. Narrative notes indicate the patient contracted mrsa and became septic. He was also diagnosed with acute renal failure, hyperkalemia and chronic kidney disease. It was noted the skin around the ICD site was tender, bruised, and had not entirely healed closed. Despite aggressive treatment, the patient died five days later. The death certificate noted the cause to be septic shock with staph aureus bacteremia. Contributing factors documented on the death certificate were dilated cardiomyopathy with dermatomyositis, and chronic immune suppression.